Event description:
Patient was being transfer from commode back to the dialysis chair using the standing lift. Standing lift was elevated to position the patient for transfer when the lift stopped working and got stuck. Unable to lower the lift. Patient crying out that her arm was hurting. Manually had to take patient out of standing lift and lower her to the commode with standby assist of 4 nurses. Manufacturer response for patient lift, hill rom (per site reporter). Lift got stuck in the up position with patient in it. The patient was not injured but was stating that her arm was hurting. The staff had to manually get the patient out of bed. They want a technician to repair - upon investigation lift functioning as designed. Staff was not sure if lift was plugged in or if the battery was charged prior to incident. Control box is charging and battery holding charge under max load test of 440 lbs left new battery w/customer.